Event description:
Additional information received on (B)(6) from the hcp via a representative reported the patient was having their pump replaced that day due to the previous stall. The representative stated the patient did not want the pump replaced. The representative called back that same day and stated the pump was replaced and would be sent back for analysis the next day. The representative stated there was still only one 5 minute stall and it was replaced. No further patient complications were reported.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient did not remember hearing an alarm at the time of the event. It was confirmed that the pump had not stalled again. It was noted that the patient's hcp wanted to replace the pump, but the patient felt healthy and did not want surgery. The brand of baclofen was confirmed to be gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the representative was notified that day by e-mail from the hcp that the patient had a refill, and the logs were checked which showed a motor stall (B)(6) 2017 at 10:11 and a motor stall recovery (B)(6) 2017 at 10:16. The representative stated there was no electromagnetic interference (emi) or magnetic interaction. The representative stated the patient had and was symptom free. The representative was calling to see if the patient was in the affected battery performance field action population of pumps. The representative stated the patient stated his pump was not under a recall. The representative was going to follow-up with the hcp. No patient complications were reported.

Event description:
Additional information received from the representative reported no cause of the motor stall had been determined at that point. The patient¿s weight was unknown.

Manufacturer narrative:
Analysis of the pump on (B)(6)2017 revealed no anomaly. As per the pump¿s log, baclofen with concentration 2,000.0 mcg/day was being administered at a minimum dose rate of 11.8 mcg/day as of (B)(6)2017. If information is provided in the future, a supplemental report will be issued.